Event description:
It was reported that the patient was having a loss of therapeutic effect. The patient had had their device for 3-4 years and the week prior to the report the patient¿s symptoms had been very severe. The patient went to their doctor a week prior to the report and they told the patient that the device wasn¿t working. The patient would fall a lot and had problems with their gait and balance. The patient had bumps on their head and bruises on their arms. The patient¿s therapy was not working as expected. It was further reported that the cause of the event was unknown. A cystoscopy was performed on (B)(6) 2014 and came back negative and a urine test was done on (B)(6) 2014 and also came back negative. The impedances were normal and the placement was normal with normal sensation. Reprogramming was done on (B)(6) 2014 and (B)(6) 2013. The patient was experiencing frequency, urgency, and dysuria. The patient outcome was listed as no injury. Additional information received reports that the patient had a return of symptoms. She also had a fall. She had been going to the bathroom a lot. She has had 2 ins's (stimulator) and states the first ins was replaced due to normal battery depletion. About a month ago, she noticed that she had an increase in urination. She does not currently feel stimulation. She was able to verify stimulation was currently on by noting the lightning bolt in the upper left hand corner. When the patient tried to increase stimulation, she was getting the screen that shows the ins was not on. The patient was able to clear the screen and re-sync with the ins. The patient pressed the ins power on button and now was able to confirm she was seeing the lightning bolt in the upper left hand corner and she does currently feel stimulation. She does not recall turning off the ins. She was currently on program 3 at 5.6 and now that stimulation was on. She was able to feel stimulation strong and comfortably. When asked if she has had any physical trauma, she states yes, her husband has recently passed. She fell down in the garage christmas time.

Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v198619, implanted: (B)(6) 2009, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).